Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0546694v, implanted: (B)(6) 2005, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient went in to have their implantable neurostimulator (ins) changed they noticed it had started swelling. The patient woke up in the hospital and they told the patient that their device had gotten infected. The patient was in the hospital for a week due to the infection and then was sent home and on antibiotics for a week or two. The device was explanted. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.